Event description:
This lead was implanted on (B)(6) 1999 and was explanted on (B)(6) 2013. A call to technical services placed on (B)(6) 2013 states that they explanted the whole system due to infection. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).